Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited low impedance and high capture. The lead was attempted to be reprogrammed but caused muscle stimulation to the patient. The lead was explanted and replaced. The patient was in stable condition.